Event description:
It was reported by a patient's family member that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient had a taxus express2 drug eluting stent implanted in the left anterior descending artery. The patient was discharged two days later. Four days post implant the patient experienced "severe chest pain" which was unrelieved by nitroglycerin. He returned to the healthcare facility and the ccl where the stent was found to be clotted. The family member reports that he had a "small nick in the artery with trauma" at the site. Two smaller stents were placed on each end of the initial stent and another stent inside the stent. The patient had a total of 4 strips to the ccl and a total of 5 stents inserted per the family member. The patient required adjustment of medications and is reported to be doing well and undergoing cardiac rehabilitation.